Manufacturer narrative:
This is a report of a leak that occurred during peritoneal dialysis therapy. The leak was reported to have originated from the connection between the cassette and adapter. Although the device was reported to be available, it has not been returned to the manufacturer for evaluation. As a physical evaluation could not be performed, the failure mode could not be verified and a cause for the leak could not be determined. Upon review of the device manufacturing records, there were no deviations or non-conformances that occurred during the manufacturing process. In addition, a batch record review was performed and confirmed that the labeling, material, and process controls were within specification. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during fill 1 of 5 of peritoneal dialysis therapy. During follow up, it was further specified that the leak originated from the connection between the adapter and the cassette. The patient was connected to the device at the time of the leak. The cycler did not alarm for the leak and the cause of the leak was unknown. There was no medical intervention or patient injury as a result of the incident. The patient has been able to continue with peritoneal dialysis therapy without further complications. The sample was reported to be available for return. Additional information was requested but was unavailable.